Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20978. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the apical bleeding cannot be confirmed. However, procedural factors (the sheath being re-introduced) and patient factors (infected areas of the apex and friable cardiac tissue) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, six units of packed red blood cells (prbc) were administered during a transapical tavr procedure due to bleeding from the apical access site. Due to an ejection fraction (ef) of 30% and ischemic cardiomyopathy, a 40cc intraaortic balloon pump (iabp) was placed prior to the tavr procedure. The sapien valve was positioned and deployed in a 50:50 position across the native aortic annulus, resulting in trace-to-moderate paravalvular leak (pvl) and no central aortic insufficiency (cai). The medical team decided to remove the wire and close the apex. During closure of the apex the sapien valve embolized into the aorta. The sapien valve was trapped by an amplatz wire with support from a jl4 catheter. A 25x4 zmed balloon was used to reposition the valve distal to the subclavian. Two ev3 stents were placed inside the 23mm sapien valve. Apical access was re-obtained and a second 23mm sapien valve was implanted in a 50:50 position across the native aortic annulus. A 25x4x80 balloon was used to post dilate the valve. Echo revealed no pvl or cai. The apical sheath and wire were removed and the thoracotomy was closed. The patient left the operating room and was to be weaned off the iabp in the intensive care unit (ICU). The patient was noted to be extubated, off iabp and doing well 24 hours post tavr. Six units of packed red blood cells (prbc) were administered during the procedure due to bleeding from the apical access site. The patient had some infected areas on the apex due to one of the implant leads. The apex was also noted to be friable the second time the sheath was introduced.